Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis, adverse events that may occur include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. Post-operative CT imaging showed no endoleak. On an unknown date estimated to be on or about (B)(6) 2019, three month follow-up imaging identified an endoleak. The physician suspected a proximal type I endoleak. The cause of the endoleak was not reported. On (B)(6) 2019, a re-intervention was performed to repair the endoleak. An intraoperative angiography showed a type ii endoleak originating from the inferior mesenteric artery, therefore the origin was coil-embolized to repair the type ii endoleak. Another angiography after the coil embolization identified a minor proximal type I endoleak, and therefore additional devices were implanted to extend the proximal neck to repair the type I endoleak. Final angiography showed resolution of the type I endoleak; however a type ii endoleak originating from the right lumber artery was observed and attributed to the originally implanted device. The type ii endoleak from the lumber artery was elected to be monitored, and the patient tolerated the re-intervention.